Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant of the implantable cardioverter defibrillator (ICD) system it was found that there was right ventricular (rv) lead undersensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.